Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), product type: catheter. Analysis revealed high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 3.997 mg/day, clonidine 150 mcg/ml at 59.95 mcg/day, and bupivacaine 15 mg/ml at 5.995 mg/day via an implanted pump for spinal pain and chronic low back pain. The clinic reported the pump was alarming for two days. Interrogation by the clinic revealed attention pump had reached safe state on (B)(6) 2016. The patient experienced decreased pain relief and report of pump alarming for two days. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included interrogation, attempted to reprogram, and scheduled for replacement. Surgical intervention did not occur, but was planned for (B)(6) 2016. The issue was not resolved at the time of this report and the patient¿s status at the time of this report was ¿alive- no injury¿. The pump logs examined on 09/30/2016 (last change (B)(6) 2016) were provided via the return paperwork indicated a low battery reset occurred on (B)(6) 2016 at 1828 and the pump was in safe state. A motor stall recovery occurred on (B)(6) 2016 at 1057.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.